Manufacturer narrative:
(B)(4). Clinical assessment: per complaint report. The gunther tulip filter was placed for an acr/sir 1 appropriate indication of immobilization with planned surgery and recent major bleeding. The initial venogram demonstrated normal caval anatomy. Incidental note was made of extrinsic compression of the left common iliac vein due to the adjacent ectasia of the artery resulting in cross filling pelvic collaterals. The gunther tulip filter was deployed in an infrarenal location with no significant tilt on the ap view. X-rays obtained same day demonstrated no significant tilt on the ap or lateral projections in reference to the vertebral bodies. CT scan performed 241 days after placement on (B)(6) 2016 demonstrated the hook of the ivc filter abutting the 6:00 region of the ivc on the axial images. There was insignificant tilt on the multiplanar reformats. There was interval development of multiple degrees of penetration between the primary filter legs and the wall of the inferior vena cava, as detailed above. There was no evidence of pericaval haziness or hemorrhage to suggest inflammatory reaction and there is no discussion in the complaint report regarding any symptoms possibly related to the penetrations observed. Each of the penetrating primary filter legs extended to the junction of the secondary struts, extending approximately 8 mm outside of the caval wall. The filling defect in the left femoral and common femoral vein, given the location, is unrelated to the ivc filter. X-ray and venogram obtained at time of ivc filter retrieval dated (B)(6) 2016 demonstrates the ivc filter in stable position when compared to the placement x-ray and venograms. There was no significant thrombus within the cone of the filter and the penetrations observed on the CT scan are not as apparent on the venogram. The only definite penetration observed was the left lateral most primary filter leg extending 7.8 mm outside of the column of contrast and abutting the calcification seen within the aortic wall, corresponding to the primary filter leg located at the 2:00 region on the CT scan. There is a single image provided with a snare device within the retrieval sheet, but no images were provided of the actual retrieval or after the retrieval of the filter, which per complaint report, was successful. There is no discussion in the complaint report of any symptoms related to the penetration present. There were no abnormal factors present that may have contributed to the development of the degrees of penetration observed. Investigation - evaluation: a review of the complaint history, device history record, documentation, manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The root cause for the primary leg perforations remains unknown, but filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required

Event description:
(B)(6), grade 1 filter leg interaction with ivc wall. The inferior vena cava (ivc) diameter at the intended filter location was 22 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip® filter (gpn g33017, lot # 5825097) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast and filter legs did not appear outside the column of contrast after filter placement. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22.9 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 1.6 degrees. On (B)(6) 2016, unscheduled imaging, (231 days post procedure): site: grade 1 filter leg interaction with ivc wall. Core lab: not available. The filter was retrieved on (B)(6) 2016 (234 days post procedure).

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
Global study (B)(4), grade 1 filter leg interaction with ivc wall. The inferior vena cava (ivc) diameter at the intended filter location was 22 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a gunther tulip filter (gpn g33017, lot # 5825097) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast and filter legs did not appear outside the column of contrast after filter placement. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22.9 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 1.6 degrees. On (B)(6) 2016, unscheduled imaging, (231 days post procedure): site: grade 1 filter leg interaction with ivc wall. Core lab: not available. The filter was retrieved on (B)(6) 2016 (234 days post-procedure).